Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving a lost sensor alert on her insulin pump. Troubleshooting was done. The customer's blood glucose was 533 mg/dl. The patient treated herself with the insulin pump. Advised that a replacement sensor would be sent. Nothing further reported.